Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer couldn't confirm reminder via the check key. Customer removed the battery and inserted a new battery (from the servicepack). Pump triggered e8 and customer couldn't confirm e8 with the check button. No adverse event alleged. A request was made for the return of the device.